Event description:
Mobi-c deteriorated my spine and caused allergic reactions from the metal. Once my allergy testing was completed, I was approved for explantation. I had several complaints to my surgeon about the mobi-c and it took one year of reactions, pain and allergy testing before I was approved for removal. My doctor fired me has a patient. The sales representative was present at my device removal, received the components of the explant. I was in contact with the manufacturer and was told that they did not receive all of the components of the mobi-c in the return kit and they were not able to complete the investigation.